Event description:
Healthcare professional reported right side deflation and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation and device exchange due to patient product concern. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth devices due to the patient's concern with the product. Device remains implanted.